Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 445mg/dl and diabetic ketoacidosis. The customer had symptoms such as nausea and treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 538 mg/dl at the time of the call. Troubleshooting found that the customer was treated with an IV drip at the hospital and released. Customer wants to perfom the high pressure test only but doesn't have tubing clamps. Customer was advised to call back when they were received for further troubleshooting adn to monitor the pump.